Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage, battery out limit and moisture damage. Customer's blood glucose at time of incident was 400 mg/dl. Customer was stated that the reservoir was not seated properly in the pump at the time and ensured that the reservoir got locked in. Customer advised to perform self-test and displacement test and passed. Customer also stated that the pump was exposed to water. Customer stated that the pump alarm immediately after exposure to moisture. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with manual injection. Customer stated that he had low blood glucose of 62 mg/dl. Customer declined to troubleshoot for high and low blood glucose.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot and cracked battery tube threads.